Event description:
It was reported that the customer was receiving a motor error alarm every time he tried to fill the tubing. Customer stated that he was able to fill the tubing. Customer stated that he keeps getting motor error alarms today and now he cannot get past the whole process. Customer stated that he has only been using the pump for about a week. Customer first got the motor error about a week ago when he first took it out of the box. Customer has been receiving a motor error non-stop today. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to confirm error alarms due to an erased history file. The motor was tested outside the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.